Manufacturer narrative:
One used unit was received 02 july 2007 and sent for decontamination. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 09 july 2007.

Event description:
While removing the needle in a straight, continuous motion, the needle was separated from the stylet and broke into the extension tubing. There was no harm to the pt.